Manufacturer narrative:
Initial reporter occupation = purchasing. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram with angioplasty, an advance 18 lp low profile balloon catheter ruptured upon the first inflation. A 5-french short sheath was used during the procedure and an unspecified inflation device was used to inflate the balloon one time to four atmospheres within a lesion in the superficial femoral artery, at which point the balloon ruptured. The anatomy was not tortuous or calcified and the lesion was reportedly not occluded. Blood was noted in the inflation device after the rupture occurred. The balloon was not inflated within a stent. The balloon was removed by itself and the procedure was successfully completed with another manufacturer's balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during an angiogram with angioplasty, an advance 18 lp low profile balloon catheter ruptured upon the first inflation. A 5-french short sheath was used during the procedure and an unspecified inflation device was used to inflate the balloon one time to four atmospheres within a lesion in the superficial femoral artery, at which point the balloon ruptured. The anatomy was not tortuous or calcified and the lesion was reportedly not occluded. Blood was noted in the inflation device after the rupture occurred. The balloon was not inflated within a stent. The balloon was removed by itself, and the procedure was successfully completed with another manufacturer's balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), specifications, quality control procedures, and a visual examination were conducted during the investigation. The complainant returned advance 18 lp low profile balloon catheter (pta4-18-80-6-10) to cook for investigation. Physical examination of the returned device showed: one used device was received. The balloon was ruptured (split open lateral). A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provided the following information: balloon introduction and inflation ¿apply negative pressure to lumen labeled ¿balloon¿ prior to introduction. Advance the balloon dilation catheter counter-clockwise over a per-positioned .018 (0.46 mm) wire guide.¿ ¿if balloon pressure is lost and/ or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied ¿store in a dark, dry, cool place. Avoid extended exposure to light.¿ because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the return device suggests that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.